Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material/ lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tube, the device experienced unspecified bd vacutainer blood collection tube. The following information was provided by the initial reporter. The customer stated: last friday, an employee came to me with a complaint about vacuum tubes when using bd vacutainers push button. Problem is that the vacuum tube does not stay in place and has to be held during the blood collection. With the first one out of the package, he could recreate it. On the department also several other tubes. I recognize this problem from the past when a different type of rubber was used for the rubber in the sleeve. I believe that one came from (B)(6) and the other from america. Were samples kept for research? If so, how many and where can we collect them? Box full of -1, this tested (not dirty) sample is enclosed together with the tested sampling tube. The customers did not use a discard tube and also no glass citrate tube or glass ctad tube were drawn.